Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating software error and communication error. The replaced main backplane printed circuit board (pcb) was returned for further investigation. The returned main backplane pcb has been tested on a ventilator, a couple of pre-use checks were performed with successful results and the ventilator was on ventilation mode for one week. However, it was not possible to reproduce the reported issue. The reported technical errors indicate a communication error between the main backplane pcb and the monitor pcb. Since the issue could not be reproduced, the cause could not be determined. The generated technical error codes indicating software error may in worst case also indicate a stop of ventilation. The communication error will not affect ventilation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating software error and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).